Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that the medfusion pump, model 3500 demonstrated a check clutch/plunger lever. It was also indicated that the syringe was empty.

Manufacturer narrative:
The reported medfusion¿ syringe pump was returned for investigation. Visual inspection revealed that the returned device was in okay condition; the bottom case was cracked. The tamper sticker of the device was void. A review of the device event history log found that a check clutch/plunger lever error had occurred. During occlusion testing, the reported check clutch error was able to be duplicated. The additional reported issue regarding the empty cassette was not able to be duplicated during functional flow and occlusion tests. Upon further visual examination of the device, it was noted that there was an abnormal amount of debris from the leadscrew on the extrusion; the leadscrew was replaced. As a preventive measure, the right and left clutch halves were replaced with spring. Investigation was unable to determine the root cause of the abnormal wear of the leadscrew. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Event description:
It was further reported that the device was not in patient use when the reported event was observed.